Manufacturer narrative:
(B)(4).

Event description:
It was reported that the encore packaging was damaged. A encore balloon catheter inflation device was selected for use. During inventory check, it was noted that the inner packaging of the device was damaged. No patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned within its original box however the tray was found sealed. The device presents a crack in its original tray near the rear part of the gauge of the encore device compromising the sterility of it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the encore packaging was damaged. A encore balloon catheter inflation device was selected for use. During inventory check, it was noted that the inner packaging of the device was damaged. No patient involvement.